Manufacturer narrative:
Section d4, h4: additional information. Section b2: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. The account communicated that the device operated as intended. There were no device issues or malfunctions that contributed to the patient¿s cause of death. Lastly, the account communicated that the device will not be returned. The heartmate ii lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired, cause unknown. Per the vad coordinator; it was reported the device operated as intended. The device will not be returned for evaluation.